Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure which include a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the vizigo sheath was leaking at the stopcock after connecting the saline line. They switched the vizigo¿ to continue. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed a fissure on the three-way stopcock valve. An irrigation test was performed, and during the test, water leakage was observed in the hemostatic valve area. Further investigation revealed that a broken mark was observed close to the star section. A device history record was performed for the finished device 00002557 number, and no internal actions related to the reported complaint condition were identified. The leakage issue reported by the customer was confirmed. The potential cause of the fissure could not be determined. The broken condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusive. The fissure issue was not related to the reported event. The sheath instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: corrected full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Response to ¿e 4. Reporter also sent report to FDA?¿ has been changed from ¿no¿ to ¿unknown¿ response to ¿h 3. Device evaluated by manufacturer?¿ has been changed from ¿yes¿ to a ¿no¿. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure which include a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the vizigo sheath was leaking at the stopcock after connecting the saline line. They switched the vizigo¿ to continue. No adverse patient consequence was reported.